Manufacturer narrative:
Product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing circulatory failure and multiple organ failure, emergency intra-aortic balloon pump support was provided and a right cardiac catheterization and balloon aortic valvuloplasty were performed. On the day of the valve implant, a percutaneous coronary intervention was also performed. Two days following valve implant, elevated creatine kinase levels were noted in association with an acute kidney injury. A computed tomography with contrast also revealed new advanced stenosis in the right external iliac artery. Endovascular therapy was performed to treat the stenosis and continuous hemodiafiltration was initiated for the acute kidney injury. Four days following the valve implant, the patient's hemodynamics became unstable. Subsequently, vasopressors were initiated, extracorporeal membrane oxygenation was introduced, and a large amount of blood was transfused. 8 days following the implant of the valve, the patient passed away from multiple organ failure. Per the physician, neither the procedure nor the device contributed to the cause of death.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.